Event description:
Left carotid endarterectomy (B)(6) 2011. F/u testing (B)(6) 2011 revealed some blockage, and will f/u in (B)(6) 2012. Three of three carotid endarterectomies performed by this surgeon in (B)(6) were blocked at 6 month f/u duplex scan. Datascope intervascular believe has been bought out by maquet getinge group.